Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a patient notifier delivery. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to sensing noise. A fluoroscopy was performed and there was no evidence of abnormalities. Isometric testing was performed, and the noise was unable to be reproduced. No intervention was performed. The patient was in stable condition.